Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "will not turn on, but battery is ok" was confirmed by baxter personnel during product evaluation. The root cause was assigned to the manual tube release knob on pump head module channel c being in the open position. The manual tube release knob on pump head module channel c was closed to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with a malfunction of will not turn on, but battery is ok. After further investigation by the quality engineers it was found that the manual tube release was in the open position. This condition had the potential to interrupt delivery. The event was reported to have occurred during programming / setup in the general pt ward. No additional information is available. This is involving a pump with software version 5.04.00 which is categorized as unremediated.